Manufacturer narrative:
Complaint not confirmed as there was no returned product for post market quality assurance (pmqa) evaluation.

Manufacturer narrative:
Device history record (DHR) review: serial number: (B)(6) UDI: (B)(4) date of manufacture: 1/11/2012 date of installation: on (B)(6) 2012 date of last preventative maintenance (pm): 11/22/2023 date of complaint: on (B)(6) 2023 conclusion: no evaluation was able to be performed. There was no returned product for post market quality assurance (pmqa) evaluation. Without a product to review, the investigation is limited. After the field engineer performed the troubleshooting on 12/14/2023 , no complaints for uncontrolled tube head movement have been submitted for this system. This indicates that adjusting the tomo brake, replacing the vta control board and ribbon cable, and recalibrating the vta resolved the issue. Since the tomo brake had recently been adjusted, the resolution most likely was from replacing the vta control board and/or ribbon cable. With neither the control board nor the ribbon cable, further cause investigation cannot be performed. Cause/root cause: the probable cause was the tomo brake positioning, the vta control board, or the vta drive cable; however, since none were returned, the root cause is unknown.

Event description:
It was reported that the selenia dimensions c-arm was moving on its own. A field engineer examined the equipment and found that the tubehead continued to move trying to find tomo zero home. Adjustments were made to the vta backlash hardware and a rotational drag brake was installed. The system met the manufacturer´s specifications. No staff or patient injury was reported. No other information is available.